Event description:
The customer stated that the insulin pump gave an error alarm. The customer also stated that his blood glucose was 316 mg/dl. The customer knew why his blood glucose was high, and was working on getting it down. Troubleshooting was performed. Found that the drive support disk was protruding. The customer stated that the insulin pump was not exposed to high magnetic fields. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump received with cracked and bleeding lcd glass. Unable to verify motor error or error alarms due to physical damage to lcd glass. The insulin pump received with cracked end cap. The drive support disk was inspected and no anomaly noted. The motor was tested outside the device and passed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.